Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a ventricular episode. Boston scientific technical services (ts) was consulted and discussed electromagnetic interference (emi) as the source of the episode. No adverse patient effects were reported. At this time, this device remains in service.